Event description:
An angio-seal device was successfully deployed in the left femoral artery of a patient to achieve vascular closure following a percutaneous coronary intervention. Twelve hours post-deployment, the patient developed a retroperitoneal hematoma, hypovolemic shock and required surgery. The patient received seven units of rbc products. The patient developed oliguria and high potassium levels and was started on intermittent hemodialysis. The patient was reported to be stable and was discharged.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record could not be performed because the lot number was not reported. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.